Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), visual analysis, lot trending, and system risk analysis (sra). The coc was reviewed and test specifications were met at the time of release. No issues were observed in the release record would contribute to the complaint. The part was not returned for visual analysis. Trending by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Retains testing and concomitant product evaluation was not reviewed since user error was determined to be the cause. The assignable cause of the issue was determined to be user error. The customer interpreted the results of the ci tape inaccurately and was sent the sterrad® chemical indicator post-processing color document. After reviewing the document, the customer realized the color change was within an acceptable range. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.